Manufacturer narrative:
Additional information received. It was reported that the main cause of the event was a type ia endoleak but it was reported that during the laparotomy that the type IV also endoleak leaked from the graft, it was confirmed that it occurred again by removing the mural thrombus around the stent graft. It was reported that banding for the proximal neck and aneurysmorrhaphy were performed to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: e tlw1613c124ej, serial/lot #: (B)(4), ubd: 04-sep-2020, UDI#: (B)(4). Product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). Product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 26-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular repair of a ruptured abdominal aortic aneurysm (aaa).this procedure was completed without any endoleak reportedly. Thirteen months later, the patient was urgently transferred to hospital complaining of abdominal pain and a re-rupture of aneurysm was confirmed. A CT was performed and revealed a type ii endoleak from the lumbar artery, this artery was then ligated and an aneurysmorrhaphy was performed by laparotomy. After laparotomy was performed, the lumbar was successfully ligated but it was noted that a type IV endoleak from the endurant fabric was observed and could not be resolved. The site location was unknown. It was reported by the physician thought this to be a product issue because the type IV endoleak was present even though it was over a year post the index procedure. A hemostatic agent was applied to where blood seeped from the fabric. It was also reported that there were concerns about the possibility of the endoleak being a type iiib instead of type IV endoleak. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.